Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis (fa). Fa was not able to replicate or confirm the customer reported event. The vessel sealer extend instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The grip force test result was 7.833 lbs. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. A review of the log shows no errors.

Manufacturer narrative:
Based on the claim against the product by the customer noting insufficient sealing, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) did not coagulate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use and the instrument did not show any damage or anything that makes operation room (or) staff suspects that the instrument couldn´t work as usual. The surgeon was coagulating a tissue, with jaws slightly open when issue occurred. The instrument work normally at the beginning, however, even after cleaning the jaws, the surgeon experience coagulation function did work. No sealing issues were reported by the hospital. The instrument worked initially sealing and coagulating. The or staff reported that the instrument worked without issues at least for 15 minutes. No system errors were reflected when the vessel sealer issue occurred. At the time of the event, normal audible feedback was received. The seal cycle was complete with the fast audible tones as expected. Tissue effect was observed during coagulation. Sealing was completed when the cut function was used. Tissue bundle was the target tissue. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle, the instrument was cleaned before the problem was confirmed. There was no unexpected additional bleeding experienced by the patient. The surgeon and the or staff changed the instrument for another backup, immediately. The surgeon believes that an internal instrument error related with any the electrical component caused the vessel sealer issue.